Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump bolus calculations were intermittently inaccurate. The customer's blood glucose reached 233 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.